Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received with the needle still attached to syringe. No defect observed to syringe.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc had "the whole top of the needle and syringe come off and product spilled on patient's face." All the product was lost. Patient contact did occur. No injury to the patient, staff, or injector occurred. Nothing unusual was noticed prior to the event. The packaged needle was used and it is believed to have been tightened by hand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc had "the whole top of the needle and syringe come off and product spilled on patient's face." All the product was lost. Patient contact did occur. No injury to the patient, staff, or injector occurred. Nothing unusual was noticed prior to the event. The packaged needle was used and it is believed to have been tightened by hand.